Manufacturer narrative:
H2: netherlands, h7: notification: 2182207-08-23-2024-001-c . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that the patient¿s primary cell implantable neurostimulator (ins) experienced an elective replacement indicator (eri) message after approximately one month of implant. It was indicated that the patient had quite high programmed settings with an amplitude around 9 ma and 10 ma and the impedances were around the 1200 ohms. A longevity calculation was performed with the programmed settings and it gave an estimated longevity of less than 6 months. The manufacturer¿s technical services group discussed options with the reporting rep that included reprogramming the patient to extend the ins longevity and to potential activate cycling. There were no complications reported or anticipated. Additional information was received reporting that in the mdt data report, no abnormalities were seen and impedances were all in range. Technical services worked with the manufacturer representative (rep) to obtain longevity estimates, and the patient was reprogrammed with increased longevity and new groups. They were sent home to test group a for 1 week and test group b for the full second week. It was unknown if the therapy was providing efficient therapy/pain reduction, but the hospital will have a coordinator follow-up on 2023-aug-22.